Event description:
It was reported that the pin puller didn't grab/snatch the pins. Therefore, they were removed mechanically. There was no delay.

Event description:
It was reported that the pin puller didn't grab/snatch the pins. Therefore they were removed mechanical. There was no delay.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a pin puller not holding pins was reported. The event was confirmed. Functional analysis confirmed that the pin puller no longer could hold pins. Visual analysis of the returned device showed the device was in a used condition, and the part fell into two pieces during examination. Material analysis determined that the device failed through deformation of the gripping surface and the shearing of the pivot pin. The innomed supplier investigation determined that the pin fractured due to excessive force by the user. A device history review indicated that all devices were manufactured and accepted into final stock with no reported discrepancies. A complaint history review indicated that there have been no similar events for the reported lot. The investigation concluded that pin fracturing in the pin puller was caused by excessive force by the user.